Manufacturer narrative:
(B)(4). Implant date : 2009 visual examination of the provided picture identified that the tibial plate is fractured and the articular surface shows signs of heavy wear. As the implants were not returned, further evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately 14 years post implantation due to implant wear and fracture. Bone loss and black tissue was also noted. Attempts have been made and no further information has been provided.